Event description:
Customer reported the finger sensor caused an indentation on the pt's finger. The incident had "risen to skin damage". No other details relating to the incident were available at the time of report.